Event description:
The customer reported that, this was an af pvi ablation with thermocool sf catheter followed with a cti flutter line. After the pvi, the physician started the cti line with the sf catheter and was not achieving cti block so he proceeded to open and use an 8mm navistar bi directional catheter. The physician stated that he had an uneventful pvi ablation with the sf catheter and started using sf for the flutter. Then he switched to an 8mm navistar bi directional catheter which he prefers for flutter ablations and while ablating over the cti line with the 8mm navistar bi directional catheter, he heard and felt a steam pop. At this time, he stopped the procedure and it was found in the recovery area that the patient developed a pericardial effusion and became hypotensive. A pericardiocentesis was performed and the patient was stabilized. The event required hospitalization.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial # (B)(4); c3 nav variable lasso model # d-1290-01-s lot# unknown; coolflow pump model# m-5491-02 serial # (B)(4); stockert model# m-5463-01 serial # (B)(4).